Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and it was determined that the device was broken into two pieces and showed blunt saw teeth. Therefore, the reported condition was confirmed. It was noted that this type of damage is a typical sign of recurrent usage and the overall condition of the saw blade represented a heavily used cutting tool. A device history review was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the initial medwatch that the date of manufacture was nov 11, 2013. The correct date is nov 12, 2013. UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Reporter's phone number was not provided. UDI: (B)(4). The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that at the conclusion of an unspecified surgical procedure, it was observed that the cutter device broke. According to the reporter, all fragments were removed from the patient and the cutting was completed normally. It as reported that there was a delay in the procedure, however it was negligible due to the event occurring at the end of the procedure. A spare device was not needed since the procedure was completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.